Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered and shaft kink occurred. Vascular access was obtained via right radial artery. The greater than 80% stenosed, de novo target lesion was located in the moderately tortuous and mildly calcified proximal to mid left circumflex artery (lcx). A 6fr non-bsc guide catheter was engaged in the left main artery (lm) utilizing radial approach. After a non-bsc guide wire was crossed to the target lesion, serial pre-dilatation was performed with a 3x12mm and 3.5x15mm non-bsc balloon catheter between 12-15 atmospheres. Subsequently, a 4.00x28mm promus element ¿ stent was advanced to treat the lesion; however, the device was unable to cross the lesion due to the angulation and mild calcification. Serial pre-dilatation was performed again with the same 3x12mm and 3.5x15mm non-bsc balloon catheter between 12-17 atmospheres. A second attempt was made to deploy the 4.00x28mm promus element ¿ stent; however, the device failed to cross the lesion because of the angulation and a shaft kink was noted during negotiation. The physician then removed the support of the buddy wire and the procedure was completed with implantation of a non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent move on balloon and stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon and the crimped stent was damaged along its entire length with overlapping and bunching of the stent struts at the proximal end. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).